Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal device was returned for product evaluation. The returned device included the header bag, hemostasis sheath and carrier tube assembly. The locking mechanism on the carrier tube assembly was in rear lock position. The device was subjected to visual analysis. The collagen was observed to be stuck in the hemostasis sheath valve. The tamper tube and clear stop were released from the carrier tube assembly. Based on the state of the returned device, functional testing could not be performed. The complaint can be confirmed for device pullout. The exact root cause cannot be determined. The likely root cause is not placing the device in full forward lock position or an obstruction to the anchor posting to the distal tip. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date - device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, investigation conclusions code 11 has been referenced. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the patient was very obese. The user had to press down the tissue/skin to place the angio-seal device. The device was introduced properly, however as the user wanted to release the anchor the whole device came out of the artery. The device was completely removed. Patient was not harmed. Manual compression was done. There was no delay of the procedure. The patient was treated as intended. The procedure that was being performed was a corona angiography. Hemostasis was achieved by manual compression. A 6fr long procedural sheath was used. The puncture and use of the angio-seal were difficult due to the patient's obesity. There was no pre-deployment angiogram performed. There was no blood loss. The patient was in stable condition. There were no other devices or equipment used with the reported product. Right femoral artery puncture. No additional hospitalization due to event. Patient did not require any further intervention, no multiple or sticks or high stick performed. No blood transfusion or posterior wall punctured. Additional information was received on 04jun2021. It was more difficult to place the angio-seal due to obesity, however the physician does not feel that the obesity is the reason for the failure.